Event description:
It was reported that difficult to withdraw guidewire. During an atrial fibrillation procedure, a farawave nav catheter was used in the left atrium. After completion of pulmonary vein isolation (pvi) and posterior wall isolation (pwi), resistance was encountered when pulling back the guidewire to transition the catheter from a flower shape to a basket shape for recapture into the faradrive. The activated clotting time (act) was above 300 seconds. The guidewire was ultimately removed without difficulty, and the procedure was completed successfully with no patient complications. However, returned device analysis revealed the guidewire had become stuck within the catheter and dried blood, potentially mixed with tissue, was observed inside the catheter.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the difficult to withdraw guidewire event is confirmed based on analysis of the returned device as movement of the guidewire was restricted inside the catheter. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon receipt at boston scientific's post market laboratory, it was noted the catheter was returned with the guidewire still inserted through the device. Investigators were unable to withdraw the guidewire during functional testing, but the catheter was still observed to have its full deployment range. The device was first undeployed and subsequently redeployed to basket and flower successfully. No unusual resistance was noted. Microscopic inspection identified dried blood with potential tissue on the guidewire, preventing the movement of the guidewire. Labeling review: users are instructed to be careful when manipulating the guidewire during the procedure, per the farawave pfa catheter's instructions for use (IFU), 'use caution when advancing, retracting or otherwise manipulating system components to avoid damaging tissues or vessels or interfering with previously implanting medical devices'. Users are also instructed not to manipulate the catheter if resistance is felt, 'at no time should a farawave catheter be advanced, withdrawn, rotated, deployed or undeployed when resistance is felt, without determining the cause. Valve damage, vascular and/or cardiac perforation is a risk with any intracardiac catheter.' Moreover, after the application of pfa energy physicians are instructed to 'retract the farawave catheter over the guidewire. Change deployment shape...'. Additionally, the ablations applied to the left atrium's posterior wall during the procedure are considered off label use as the farawave ' 'is indicated for the isolation of pulmonary veins in the treatment of drug refractory paroxysmal atrial fibrillation'. Risk review: a risk review performed for the farawave device confirmed that the event of difficult to withdraw guidewire is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information the difficult to withdraw guidewire was most likely due to an unintended use error based on the presence of tissue between the guidewire and the catheter's guidewire lumen. Tissue/body fluid can inadvertently enter the catheter shaft if the guidewire tip does not remain at or just past the distal tip of the catheter during retraction. The presence of tissue between the devices can impede or completely stop the ability to move the guidewire within the lumen. The catheter's IFU provides guidance on ensuring the guidewire tip is at or past the distal tip of the catheter before attempting deployment and un deployment. The associated tissue damage from the guidewire is considered a known inherent risk of the farawave catheter and is included in the list of potential complications in the catheter's IFU.